Event description:
Reportedly, the subject home monitor had connection problems and the physician was not able to find the pacemaker with the cpr4br head.

Manufacturer narrative:
B5 corrected. Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject home monitor had connection problems and the physician was not able to find the pacemaker with the associated head.